Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send replacement mobi charging supplies to resolve the issue.